Event description:
A customer reported experiencing a malfunction indicated by a specific code. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. Additionally, arrangements for a follow-up call were made as requested by the customer. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.